Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the hosp suspected the pt may have fallen asleep while on battery support and was found dead at home the next day. Waveforms and log files were submitted to the MFR for analysis.

Manufacturer narrative:
Fourteen volt lithium ion battery (B)(4) - mfg 07/01/2009 / exp 07/01/2012, (B)(4) - mfg 07/01/2009 / exp 07/01/2012, (B)(4) - mfg 01/01/2010 / exp 01/01/2013. The patient's batteries were returned to the MFR and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.